Event description:
A pt who had a filter placed for 30 days returned for a routine removal. Prior to attempting retrieval, the physician had a cava gram performed and it revealed that the filter was tilted in the patient's ivc with 1 arm inverted. The doctor attempted retrieval with a removal cone device, but was unsuccessful. The filter remains implanted at a tilt with one arm inverted. The patient is asymptomatic.